Manufacturer narrative:
Approximate age of device 2 years. (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient expired due to intracerebral hemorrhage. The patient experienced episodes of mild confusion overnight. On the day of the hospital admission, the patient vomited and complained of headache. The patient became unresponsive at the nursing facility prior to being transferred to the implanting center, and expired. It was reported that the pump was functioning as expected. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported intracerebral hemorrhage could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.